Event description:
It was reported that in 2007 the patient visited her doctor with complaints of pain in her middle and lower back. Surgeon performed a surgery consisting of a thoracic spinal fusion with the installation of hardware. Rhbmp-2/acs was implanted during this surgery. The patient continued follow up care after the surgery. Due to the surgery, the patient now bears large, unsightly scars. Since the surgery, the patient's pain hasnot improved. She now suffers from constant "pins-and-needles" tingling in her back and legs and has lost a great measure of her previous flexibility. Allegedly, the patient is not able to participate in normal activities and is now unable to stand unassisted for moderate amounts of time without her back pain becoming far worse.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.